Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to infection. The joint was washed out and the tibial bearing was removed and replaced.

Event description:
It was reported that patient underwent total knee replacement on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2012, for unknown reason. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received.

Manufacturer narrative:
Information was received indicating the patient was revised due to infection. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.